Event description:
It was reported that "pump gets stuck in a loop loading a cartridge, requiring him to change the cartridge multiple times in a row". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.